Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-feb-2022 to 28- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by matrix drawer failure. The field service engineer had replaced the matrix hh drawer2. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced multiple drawer failures while patient was in the room. Customer added that there was no impact to patient care and no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced multiple drawer failures while patient was in the room. Customer added that there was no impact to patient care and no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had failed matrix drawer. The half height matrix drawer was replaced to resolve. The system functioned as intended.